Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# u3gou34z. Tri ts baseplate size 4; cat# 5521-b-400; lot# vszia. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0047403d. Scorpio u-dome x3 patella; cat# 73-20-3708; lot# v8re. Triathlon fix. Peg 2 per pk; cat# 5575-x-000; lot# ar32t. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's right knee due to infection. Company rep reports that a 4x19 ps insert was removed.